Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information. Restenosis and angina, as listed in the xience instructions for use, are known risks associated with coronary stenting and are not necessarily an indication of a product quality. Issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, it is likely that the angina is a secondary effect of a restenosis which resulted in hospitalization. However, a conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring revascularization. Device issue: no device malfunctions has been reported. It was reported via trial, that the initial procedure was performed in 2007, and a 3.0 x 28 mm xience v was implanted in the main branch of the mid lad with no complications. In 2008, the patient returned to the hospital with unstable angina. Diagnostic coronary angiography was performed and the following day, the mid lad was revascularized by balloon angioplasty. The condition was resolved and the patient was discharged two days later. No additional event or patient information is available.